Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of xarelto. Ten (10) days post procedure the patient was experiencing chest pain and went to the emergency room. The patient was discovered to have a pericardial effusion. The physician performed a pericardiocentesis and drained 500ml of fluid from the patient. The effusion resolved and the patient made a full recovery from this event. There were no other complications that were reported to have occurred. The patient has since been discharged from the hospital.